Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2014; 5071-53 lead, implanted (B)(6) 2014; 6996sq58 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the left ventricular (lv) lead exhibited out of range impedance. The leads remains in use. No patient complications have been reported as a result of this event.